Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 152 mg/dl. The customer's expected fasting blood glucose test result range is 70 to 80mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on 02/21/2017, a back to back blood test was performed by the customer non-fasting and produced test results of 140 and 141mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(4). Customer denied the need of medical attention. Customer denied of signs or symptoms of hyperglycemia. No changes in diet or medications.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 152 mg/dl. The customer's expected fasting blood glucose test result range is 70 to 80 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 140 and 141 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer denied the need of medical attention. Customer denied of signs or symptoms of hyperglycemia. No changes in diet or medications.